Event description:
On (B)(6) 2007 - rotablator and stent (taxus) to lad (tortuous). Returned to cath lab same day found stents sub-optimally deployed so ptca - (balloon) to open stents further dc home (B)(6) 2007 on asa/plavix. Readmitted (B)(6) 2007 with cp, found stents underdeployed, positive lm disease and thrombus in stents (pt had not taken plavix for several days). Ptca (B)(6) 2007 to open stents further positive kissing balloon with diagonal dc home (B)(6) 2007.